Event description:
A pt was admitted for treatment of a lesion in the proximal to mid left anterior descending artery. The lesion was described as de novo, heavily calcified. The percentage of stenosis was unk. The vessel was moderately tortuous. After implantation of an endeavor stent, a 2.5x10mm durastar was delivered to the lesion, without resistance, for post-dilation. Before the balloon was inflated up to 18atm, the pressure stopped increasing. Physician confirmed the balloon to be ruptured and the device was removed without difficulty. The procedure was completed safely with a use of a 2.5 x 10 mm hiryu balloon. There was no reported pt injury. The product was clinically used and will not be returned for analysis because of the pt's infectious disease.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.